Manufacturer narrative:
Follow-up received on 24-oct-2014. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. No micro-insert was returned. All IFU steps were completed. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of a detachment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because, the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The returned complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, on left fallopian tube, essure did not get off from cateter and part of essure remained in tube, part of it had been got off somehow. These events, interpreted as a device breakage and deployment issue, were considered non-serious. Device breakage was initially considered as unlisted according to essure's reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. The remaining event is listed. Single cases of essure breakage have been reported. In this particular case; considering that the events occurred in association with essure placement they were considered as related to the suspect insert. This case was regarded as other reportable incident due to the reported device malfunction. An updated ptc analysis (sample was later received) concluded to unconfirmed quality defect. Follow-up information will be requested.

Event description:
This is a spontaneous case report received from a other health professional (midwife) in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. It was reported that physician inserted essure to a right tube normally. Essure went normally to left tube but it did not get off from catheter. The outcome was that part of implant had remained in tube; part of it had been got off somehow. The patient will have a control visit on (B)(6) 2014. No further information was provided. The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: when a phrase like "...part of the implant stayed in the tube..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces during the placement procedure, if the physician broke the implant during delivery system removal, or if a different portion of the delivery catheter was broken off inside the patient. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. However, no adverse events were reported at this point in time. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No causal relationship between the reported product quality issue and adverse events can be assessed, as no adverse events were reported at this point in time. The reported usability issues will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, on left fallopian tube, essure did not get off from catheter and part of essure remained in tube, part of it had been got off somehow. These events, interpreted as a device breakage and deployment issue, were considered non-serious. Device breakage was initially considered as unlisted according to essure's reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. The remaining event is listed. Single cases of essure breakage have been reported. In this particular case; considering that the events occurred in association with essure placement they were considered as related to the suspect insert. This case was regarded as other reportable incident due to the reported device malfunction. Ptc analysis concluded to unconfirmed quality defect (no complaint sample or batch number were provided). Follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 29-dec-2014: information received from midwife stated that, during a control visit, an ultrasound examination and stomach native x-ray were taken and showed that both implants were in situ and there were no signs from that any parts would have been remained in tube of essure which was suspected to be broken. The patient was feeling well. Case correction on 30-dec-2014 according to information received on (B)(6) 2014: the event part of essure remained in tube, part of it had been got off somehow was deleted. The case was downgraded to non-incident. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, on left fallopian tube, essure did not get off from catheter . This event, interpreted as a device deployment issue, is non-serious and listed according to essure's reference safety information. In this case, the physician inserted essure in right tube normally. Essure went normally to left tube but it did not get off from catheter. Considering that the event occurred in association with essure placement it was considered as related to the suspect insert. This case was initially regarded as other reportable incident due to the suspicion of device breakage (malfunction). Later it was informed that both implants were in situ and there were no signs of remaining parts of the device in an ultrasound performed, so only device deployment issue had occurred and no breakage. Therefore the case was downgraded to non-incident. An updated ptc analysis is awaited.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.